Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned product consisted of the watchman access system (was). The device was bloody. The hub, sheath, and tip were microscopically, tactile and visually inspected. Inspection revealed tip damage (delamination) and a kink in the sheath located 21 cm from the strain relief. The damage to the tip of the device is consistent with the device being used in a procedure. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on analysis completed on 04-may-2018. Same case as MFR: 2134265-2018-03538. It was reported that a position issue occurred. A left atrial appendage (laa) closure procedure was being performed. A 27mm watchman ® laa closure device & delivery system was inserted into the watchman ® access system (was). The closure device was deployed, but the residual leak was too large and was unable to occlude the laa. The procedure was aborted. No patient complications were reported and the patient status is stable. However, device analysis revealed inner liner delamination.